Manufacturer narrative:
(B)(4). One flexiva 200 laser fiber was returned in one piece with tip degraded. The fiber measured approximately 318.4 cm from the top of the connector to the distal tip. Exposed glass portion of the distal tip measured approximately 3 mm and was consistent with a normal degradation, confirming the complaint. Fibers are consumable and meant to degrade. Visual examination revealed that light cannot travel to the fiber face within the sub miniature-a (sma) connector to illuminate it, this indicated that the fiber was broken within the connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device e history record (DHR) was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber worked for five minutes but did not break up the stone. Reportedly, there was a sudden flash and the firing beam of the fiber went out and stopped working. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the sma connector.